Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. The pitch distal clevis is still in contact. Additionally, the instrument had a loose pitch cable at the distal end. The loose pitch cable at the distal end was caused by the broken pitch cable on the distal end. The instrument was also had a dislodged pitch cable in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The instrument had an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the small grasping retractor instrument had a frayed cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained additional information from the initial reporter: the small grasping retractor instrument was received from the sterile processing department (spd) and the reporter was not notified by the surgical team when the instrument was in use. It is unknown if the issue occurred during procedure. There was no report of anything falling in the patient. The reporter is not aware if the patient returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Event description:
Refer to h10/h11 for follow-up information.